Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Health professional reported right side capsular contracture, baker grade IV. The device has been explanted.

Event description:
Health professional reported right side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and under visual inspection clear fluids were observed inside the device, a flat crease was noted on the shell, and a broken plug strap. A leak test was performed, and no leakage was found. Under microscopic analysis the plug strap was observed to have a sharp break. A fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: the plug strap had a sharp break due to an unidentified (tear) opening.